Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet failed to engage with the charging cradle despite attempts with two chargers and multiple outlets, resulting in near-complete battery depletion and device nonuse; the user transitioned to multiple daily injections to manage glucose, and reported hyperglycemia up to 296 mg/dl for a few hours with device alerts for prolonged highs, consistent with a charging problem associated with the battery charger. Symptoms included none. Outcomes included no health consequences or impact. Investigation included communication with the user and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.